Event description:
It was reported that customer¿s pump randomly stopped insulin delivery and displayed alert 5 followed by alarm 7, with notification often occurring many hours later. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery successfully after technical support explained reason for alert and alarm, and caller understood and acknowledged information, with no additional outcome details reported.